Manufacturer narrative:
(B)(4). Visual, dimensional, and functional testing of the device involved in this complaint was not possible since the device was not returned to the manufacturer. A device history record review was not possible since the lot number was not provided. Customer complaint cannot be confirmed based only on the information provided. A root cause cannot be determined. All instruments are thoroughly visually inspected and functionally tested at the time of manufacture. No corrective actions required at this time. If the device becomes available at a later date the complaint will be updated accordingly.

Event description:
The clips did not close properly causing sliding of the clips. There were no clinical consequences. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The clips did not close properly causing sliding of the clips. There were no clinical consequences. The patient's condition was reported as fine.